Event description:
On (B)(4) 2012, the patient's father contacted animas and reported that the patient woke up that morning with a high blood glucose (bg). The patient's father stated the patient's bg had been running between 300 and 500 mg/dl all day. On the evening of (B)(6) 2012, prior to contacting animas, the reporter stated the patient changed out set prior to dinner bolus. The patient's father confirmed the cannula was not bent; however, there was a small 'knot' under the patient's skin where the cannula had been. The reporter stated the 'knot' was approximately the size of a pencil tip and appeared pink and slightly irritated. The patient's father denied any sign of infection and informed customer support that the patient did not complain of any pain at the site. At the time of the call, the reporter informed customer support that the infusion set the patient had removed had been discarded and no longer available for review. No additional information was provided. This complaint is being reported because the patient obtained a bg reading of 500 mg/dl while on insulin pump therapy. Based on the information provided, it is not known if the high bg was as a result of an issue with the infusion set or the animas device.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: no defect was found. No data in black box or download histories from time of reported hospitalization due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.